Event description:
It was reported that approximately one year post breast brachytherapy and device explant, the patient presented with a symptomatic breast infection. An incision with drainage was performed and oral antibiotics were prescribed as treatment. The event has since resolved. The physician noted that the relationship of the device to the infection was "unlikely".

Manufacturer narrative:
The lot number was provided and a review of the device history records is currently underway. The device was discarded by the user facility. The investigation is currently underway.